Event description:
It was reported that the neurostimulator could not be interrogated due to it being in a discharged condition. At previous programming sessions impedances were good, but the pt felt no stimulation. The device suddenly stopped. The neurostimulator was replaced. It was tested and everything worked. No surgical complications were reported.